Manufacturer narrative:
The customer¿s report of a leak from the filter of an extension set was not confirmed. The extension set was not received. A primary set with no filter was received. It is therefore likely that the customer misreported the failure mode. Visual inspection showed that the silicone segment had been detached at the upper fitment. The retainer ring was not returned but the silicone segment was noted to have a retainer ring indentation indicating the retainer ring had previously been in place. No functional testing was feasible due to the obvious damage. Dimensional testing confirmed that all parts were within specification. The root cause of the set separation was not determined.

Manufacturer narrative:
Initial reporter is a distribution and information manager not a biomed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter of an extension set; no further details of the event were provided. There was no patient harm.